Event description:
The customer reported having high blood glucose of 600mg/dl the day before and the cannula was kinked, but the insulin pump did not alert her. The customer stated that she changed the infusion set and treated with a manual injection. The customer stated that it happened in the middle of the store, but she denied being hospitalized. The caller mentioned that the device has cracks because it hit the floor. Then two days later, the customer called back and reported having low blood glucose of 48mg/dl for two days. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that she went through the court house scanner several times. Assisted the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.